Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had 10,000 stalled messages. A technical support specialist (tss) dialed into the server, ran downtime query and restarted external messaging and net services. Then all messages processed successfully with no critical alerts observed in the health sight viewer (hsv). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders and patients were not crossing over. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.